Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) was unable to activate the device three months ago. Upon examination, an empty pump was observed with air leaking out when pressed. A revision surgery has been requested. No patient complications were reported.